Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. This was discovered via chest x ray after the procedure. The patient was asymptomatic. A chest tube was placed to resolve the issue. The target lesion's location was considered a high-risk area and close to the pleura. The physician believes the pneumothorax could have potentially occurred via another modality and that the device did not cause or contributed to the event. There was no device malfunction associated with the event. The pneumothorax was resolved, and the patient was discharged 2 days after the procedure.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient was admitted to the hospital for 2 days and required placement of a chest tube to resolve the complication.